Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the single use loading unit (sulu) was fully applied. The knife assembly and white sleeve were disengaged. The pusher thumb piece was also disengaged. Functional evaluation was unable to be performed. Functional testing was precluded due to the observed damage. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted after firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon fired device to small intestine with no problem. Then removed the device from the patient and separated the device, however parts of cartridge went to pieces. No injury.